Event description:
It was reported to philips that the device experienced noisy power supply. There was no report of patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. The noise is coming from ac power module. The device needs an ac power module. The philips representative has identified this as the malfunctioning part. The customer is being sent a quote for an ac power module. The device remains at the customer site. H3 other text : the customer worked with the technical support representative.